Manufacturer narrative:
Field service was not sent to this account since the instrument was running per specifications. The customer reviewed the results that were being sent to the lis and did not report any erroneous results. (B)(4).

Event description:
The customer reported problems when re-sending results from the aquios cl flow cytometer to the laboratory information system (lis). The customer made adjustments (modifications) to the primary (original) results of a patient sample, the saved and sent the modified results to the lis (laboratory information system. Later, the customer discarded that result at the lis and re-opened and re-sent the original unadjusted result to the lis. The aquios still sent the adjusted/modified results to the lis. The system operated per specifications; however, the instructions for use (IFU) do not indicate to the customer that only the last modification of the sample result will be sent to the lis, regardless of the display. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
Corrections: product code revised to reflect correct one. Manufacturer name and address has been revised to reflect correct information. UDI information was added to the report. PMA/510 (k) number was revised to reflect correct number.

Manufacturer narrative:
Additional information regarding the event: the data provided was reviewed by technical support, applications and software experts. Design specification documents (software requirement specification; pn: aq-srs-1 rev. (B)(4)) were also reviewed. It was confirmed. That the system performed as designed: when a result is modified and saved the modified result becomes the primary result. The system can only export the primary result to the lis. Likewise, only the new primary results can be changed or saved. Once modified, the original result may be displayed, viewed and printed, but cannot be resent to the lis. Per instrument IFU: aquios cl instructions for use (pn: b21896ad), chapter 6 provides instruction for data/result review, region editing, and sample result exporting; however, there is no indication that software will only send the last modification of the sample results. After further investigation it has been determined that the system operated as designed. This issue will be further evaluated for a labeling clarification via the corrective and preventive action process.